Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of damaged battery was confirmed and reproduced during product evaluation. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional info: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump which experienced a damaged battery alarm. This event occurred during biomedical testing and caused an interruption of delivery. There was no patient involvement and, therefore, no report of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available at this time.